Event description:
The reporter stated a cq cartridge-fp was nicking and tearing a cq2015 collamer three piece lens upon insertion. The lens was implanted with no pt injury and remains implanted.

Manufacturer narrative:
A cartridge lot number search was performed and four similar complaints were found.